Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the ipg met the expected longevity based on the patient's programming parameters. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: health effect - clinical code should be 4582 ¿ no clinical signs, symptoms, or conditions rather than 2388 - inadequate pain relief. H6 correction: medical device problem code should be 3189 ¿ no apparent adverse event rather than 3190 - insufficient information. The ipg met the expected longevity based on the patient's programming parameters. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.